Event description:
Extremely low heart rate; mom had a st. Jude ICD placed in her roughly 5 years ago. About 3 years ago she got a letter saying her model had problems with the battery and it's leads they sent her a home monitor, but last few months her heart rate has been low. In turn she had a lot of fluid retention in the legs that weeped. The first hospital visit started as a leg infection they gave a strong antibiotic; from that she got cdiff and uncontrollable diarrhea. She was in and out of two more hospitals then back in (B)(6) clinic main campus all awhile having a very reduced heart rate somewhere mid 70s over 40s. I believe at the last hospital visit the 4th hospital in a little over a month they were trying to keep her heart going with levophed they ended up shutting her kidneys down and she passed away november 20th at 10:45 am. To me and I wish I'd caught her symptoms in that month seem exactly like the symptoms she had when they installed the ICD in her and it brought her heart rate up. Also she never did receive a shock from it while she had it in, even dr (B)(6)'s nurse was surprised because they were a couple times she should have. They were able to see she said by the home monitor report from the merlin at home. My mom was sick; I get that we were very fortunate to have still had her but do I believe something could have gone wrong with her ICD, I do. I really believe she could still be here with us if not. I honestly don't know what else to say I'm not a doctor and don't know test values. I can't be positive on these dates, I'm her son and don't have access to her medical information. FDA safety report ID# (B)(4).